Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it could not be returned for evaluation.  Imagery was provided and showed that the catheter and wire were through the valve during the plug procedure. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. Since the reported event was unable to be confirmed a lot history review is not required. The reported event was unable to be confirmed; therefore a complaint history review is not required. Additionally, the occurrence rate did not exceed the (B)(6) 2019 control limits for applicable trend categories. It should be noted that the sapien 3 ultra thv was deployed using an ultra delivery system in the tricuspid position. The sapien 3 ultra (s3u) with the ultra delivery system is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement. The IFU and training manuals are for a tf procedure in the aortic position for relevant guidance for an s3u implant using an ultra ds. Instructions for use (IFU), device prepping manual, and training for sapien 3 ultra with ultra delivery system were reviewed for instructions relating to the observed events. No IFU/training deficiencies were identified. Manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. The reported event was unable to be confirmed. No echo images were provided for evaluation and due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR, revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the sapien 3 ultra thv was deployed using an ultra delivery system in the tricuspid position. The sapien 3 ultra (s3u) with the ultra delivery system is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement. Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and transcatheter heart valve replacement procedure. As reported, the valve was deployed in a pre-existing failed non-edwards tricuspid ring with 3+cc. Since the restricted leaflet was not observed until after the plug procedure, it is likely that catheter and wire impacted the valve leaflet functionality. As stated in the procedural training manual, ¿stiff wire tends to exacerbate central ar¿. Having both the catheter and wire through the valve for an extended period of time may have caused the reported restricted motion of the leaflet. As such, available information suggests that procedural factors (prolonged catheter/wire insertion) may have contributed to the complaint event; however, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  No manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. No product non-conformance was identified, and the occurrence rate did not exceed the trend category control limit, therefore a product risk assessment (pra) is not required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by a field clinical specialist, a 26mm sapien 3 valve was placed in a pre-existing failed non-edwards tricuspid ring using the ultra delivery system through an axela sheath. The valve was deployed with +3cc; however, due to the shape of the pre-existing tricuspid ring (oval) there was tricuspid regurgitation in the space between the valve and the ring.  It was decided to place a vascular plug to resolve the regurgitation. The procedure was longer than expected and during the plug placement, the catheter and wire were left in the valve. After the plug was placed, it was observed that one of the valve leaflets was not moving.  It was likely damaged from the catheter and wire left through it during the lengthy plug procedure. A second 26mm sapien 3 valve was placed within the first valve using a second ultra delivery system with axela sheath successfully. The patient is reported as ¿doing well¿.